Event description:
It was reported that a peritoneal dialysis (pd) pt was hospitalized for a stroke on (B)(6) 2014 and discharged on (B)(6) 2014. The pt was not using the device at the time of the event.

Manufacturer narrative:
Per the pt's pdrn, the pt has been able to continue with cycler-based treatment upon discharge. A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.